Event description:
On (B)(6), 2025, beta bionics was informed that an ilet user was hospitalized due to high blood glucose (bg). The user's mother reported that the ilet was functioning normally before the event. The user's bg became elevated, and their mother took them to the hospital, where they were admitted on (B)(6) 2025, and discharged on (B)(6) 2025. The user received insulin injections and IV fluids while hospitalized. No immediate or long-term health effects were reported. The user was using a dexcom g7 continuous glucose monitor (cgm) and resumed using the ilet after discharge.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.